Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient was treated with an intraperitoneal (ip) injection of vancomycin (1gram stat and continue every fifth day, duration not reported) and ip ceftazidime (250mg per exchange, duration not reported). At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.